Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s heartmate touch system monitor showed "lvad fault" on interrogation screen. Log file submitted captured a few low flow events between (B)(6), most of which were not sustained for long enough (at least 10 seconds) to activate the audible alarm and occurred when the patient¿s pulsitility index (pi) was elevated. The log file captured the pump stop caused by the power cycling of the pump. The alarms resolved after disconnecting and reconnecting driveline as instructed by representative. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed left ventricular assist device (lvad) faults and a transient low flow alarm. Although a specific cause for the lvad faults could not be conclusively determined through this evaluation, the lvad faults resolved after the driveline was disconnected to power cycle the pump. Additionally, a specific cause for the low flow alarm could not be determined through this evaluation. The account reported that an lvad fault alarm was shown upon device interrogation. After power cycling the pump, the alarm did not return, and the account was able to change the patient¿s set speed. The account reported that the patient was doing well with no further alarms. The submitted controller event log files collectively contained data from 17jan2022 to 20jan2022. A transient low flow alarm was captured on 18jan2022. Pulsatility index (pi) was slightly elevated during the low flow alarm. A persistent lvad internal fault alarm was recorded starting on 20jan2022. The lvad internal fault continued until the pump was power cycled on 20jan2022 by disconnecting and reconnecting the driveline. The fault did not return after power cycling. The set speed was changed in the last recorded line of data. No other notable events were recorded. Before and after the power cycling, the pump appeared to operate as intended at the set speed. The patient remains ongoing with heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction,¿ provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor,¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.